Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.